Event description:
It was reported that during implantation, the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. A lead fracture was suspected, and so a different rv lead was used. No adverse patient effects were reported.